Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in a 26-year-old female patient who had essure (batch no. C51060) inserted for female sterilisation. On (B)(6)2015, the patient had essure inserted. On (B)(6)2019, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 4 years 1 month after insertion of essure. Essure was removed on (B)(6)2019. At the time of the report, the device dislocation outcome was unknown. The reporter considered device dislocation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-jul-2020: quality safety evaluation of ptc. Processed with fu. No. 02. On 1-jul-2020: mr received. Processed with fu.no. 01. Lot number and reporter were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in a 26-year-old female patient who had essure (batch no. C51060) inserted for female sterilization. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2019, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 4 years 1 month after insertion of essure. Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation outcome was unknown. The reporter considered device dislocation to be related to essure. Lot number:c51060. Manufacturing date:2014/04. Expiration date:2017/04. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-jul-2020: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2019, the patient experienced device dislocation (seriousness criterion medically significant), 4 years 1 month after insertion of essure. Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation outcome was unknown. The reporter considered device dislocation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.